Manufacturer narrative:
An investigation has been initiated and is currently pending. Further details will be provided in an additional report when they become available.

Manufacturer narrative:
Additional information: a1, b4, d9,g6,h2, h3 and h10. An investigation has been initiated and is currently pending. Further details will be provided in an additional report when they become available.

Manufacturer narrative:
There was no report of patient harm or any intervention required. There currently is a pending investigation. Nova is requesting additional information, and further details will be provided in a supplemental report.

Event description:
The customer indicated that their prime plus analyzer serial number: (B)(4) reported discrepant pco2 measurement, hco3 and cl are both high.

Manufacturer narrative:
UDI: (B)(4). The customer reported discrepant pco2 as well as hco3 and cl reading high. The samples were run on a prime plus analyzer, serial number (B)(6) with blood gas sensor card lots 21173005, 21167011, calibrator lot 21160024, qc lot 20175013 and reference sensor lot 20157001. The event was first observed on july 23, 2021. The patient sample was then re-analyzed on a second prime plus analyzer sn: (B)(6). As per customer, there was no patient harm or medical intervention. The sensor cards were not returned for evaluation, however, the database from both prime plus analyzers sn pp1319270c and pp1319380c were reviewed and were as expected for maintaining properly functioning machines. A retained sensor card from lot 21173005 of pn: 61615 was pulled and read on a reader. All the programmed values matched the checksum file. This review showed that the checksum file was as expected and the values were programmed onto the card correctly. A verification of the checksum was not performed on lot 21167011 since the checksum was the same for both lots. Device history records (DHR) reviews for prime plus analyzers pp1319270c and pp1319380c, auto qc cartridge with creat lot: 20175013, reference cartridge with lot 20157001, calibrator cartridge with creat lot 2116024 and sensor card without hbf, tbil lot 21167011 and 21173005 were performed by the senior quality engineer. The review included an assessment of the production, testing and release of the analyzer and listed consumables. No abnormalities were observed. The DHR confirms that the released products met all specifications. Based on the analysis of the test results for each patient on each analyzer and each date, it was concluded that the two prime plus analyzers performed similarly on all parameters. The reference method used by the customer, epoc bgem, recovered lower. The reason for the difference between two systems is unknown. It is possible that the difference was due to interference resulted by patient's physiological condition or medication on the reference or prime plus system. The retained sensor card was verified, and customer database was also reviewed and no abnormalities were found. Nova will continue to monitor; no further action is required at this time.